Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt contacted dexcom technical support on (B)(6) 2010 to report that he experienced a broken sensor wire 6 days after insertion. Pt reported that he had not seen the wire surface from under his skin and experienced no pain, inflammation, or swelling. He reported no injury, but indicated that there was a pink dot at the insertion site. No medical intervention was required.